Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, difficulties were encountered with several adolescent lateral entry femoral nail devices. There was difficulty inserting and removing two (2) outer protection sleeve into the aiming arm, and there was also difficulty removing two (2) inner wire sleeve, as well as tightening two (2) inner trocars. During an inspection, it was noticed that the two (2) outer protection sleeves when fully seated were too close together and rubbing heads that prevented the removal and full insertion. It is unknown if there was a surgical delay. The case proceeded as planned and no patient complications resulted. This report is for one (1) wire guide for recon locking. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part: 03.010.076, lot: 5764577, supplier lot: 067979. Manufacturing location: (B)(4), release to warehouse date: apr 29, 2008. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection of the returned wire guide revealed minor damage to the knurled area at the proximal end of the sleeve: there were nicks and areas of smoothing of the knurled profile. These are consistent of normal wear from use and handling, and use of a hand tool such as pliers or wrench to assist with assembly/disassembly. This damage was not severe enough to affect assembly/disassembly during investigation. There was no damage noted to the retaining feature. No other damage was noted. When assembled with the two protection sleeves (03.010.075/lot 5822271), a disassembly issue was experienced with one of the protection sleeves. The other wire guide of the same product code and lot number experienced the same issue with the same protection sleeve. A disassembly issue was not experienced with the other protection sleeve. The two returned trocars (03.010.077/lot 5778564) were able to assemble and disassemble without issue. The received condition did not agree with the complaint description of an assembly/disassembly issue with the two trocars. The complaint could not be replicated with the returned devices. The outer diameter retaining feature measured 9.581mm which was within specification per drawing. Measured with (B)(4). Regarding the complaint description of an assembly/disassembly issue with the protection sleeves, as both returned wire guides experienced the same functional interactions with each of the returned protection sleeves, along with the results from this investigation's visual and dimensional inspections, the wire guides could be reasonably ruled out as a cause or contributing factor to the disassembly issue with the one protection sleeve. This issue was attributed to the protection sleeve. Therefore, the received condition did not agree with the complaint description of an assembly/disassembly issue with the returned protection sleeve. The complaint could not be replicated with the returned device. The complaint conditions were not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Therefore, it has been determined that no corrective and/or preventive action is proposed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.